Event description:
It was reported that a large volume infusor had a black mark on its filter. This was found after the device was filled with fluorouracil and before patient use. There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured july 28, 2014 ¿ july 29, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.